Event description:
It was reported that the patient presented in an outside facility with fever. Infection was noted at the pocket site. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).